Event description:
Subsequent to the initial medwatch, additional information was received. Cine review noted a possible stent fracture. It appears that the reported "late malapposition" is likely a possible stent fracture, as noted on cine.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted the proximal left anterior descending (lad) is totally occluded. Wires are passed into the distal lad and diagonal. Balloon inflations occurred followed by stent deployment. The implanted stent is in a curved section of the vessel. There is one particularly acute angle in the stented area. There is also bending of the stent occurring with the cyclic contractions of the ventricle. A cine of the procedure on 7/5/11 noted there is pouching noted in the lad in the proximal section of previously implanted stent that suggests an aneurysm. There are also stent shadow images that suggest stent fracture at a location matching the distal edge of the aneurysm. The reviewer concluded that the images suggest that stent fracture may have occurred. This event could cause vessel damage resulting in an aneurysm. A stent fracture is more likely to occur in angled lesions and continuous bending leading to metal fatigue. Factors that may contribute to stent fractures include, but are not limited to, processing and/or handling in manufacturing, handling during preparation for use, lesion characteristics, procedural technique, product size selection, severe torquing or kinking of stent (material stress/ fatigue) or interaction with the accessory devices, lesion and/or anatomy. Fatigue from cardiac dynamics and motion may also contribute to stent fractures during or after the procedure. In this case, the stent fracture was not noted at the time of stent implant, suggesting that the noted damage occurred post procedure. Additionally, the stent was implanted at a bend in the vessel which likely contributed to the stent fracture. Aneurysm, as listed in the device instructions for use (IFU), is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. In this case, the reported stent fracture possibly contributed to the reported aneurysm. However, a conclusive cause cannot be determined for the reported patient effects and their relationship to the device, if any. A search of the device lot history record indicated no nonconformances for the lot and a search of the complaint database indicated no related incidents, there is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the 2.75 x 23 mm multi-link 8 stent was implanted on (B)(6) 2011 to treat the proximal left anterior descending artery (lad) which was occluded with thrombus, in a patient experiencing a subacute myocardial infarction. The patient returned on (B)(6) 2011 for a scheduled procedure to treat the diseased circumflex artery (cx). During the diagnostic catheterization, an aneurysm was noted in the proximal area of the implanted multi-link 8 in the proximal lad. A late malposition of the stent was also reported. A coronary artery bypass graft was performed to treat both the lad and the cx. No adverse patient sequela was reported. No additional information was provided.